Event description:
The customer contacted their local physio-control service representative to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The physio-control service representative examined the device and verified the reported failure. He observed that the connector cable from the battery pins to the power board was loose at the power board connection. He found that it was only seated in to the connector approximately halfway, so it did not make adequate contact. He then reseated the connection and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.